Manufacturer narrative:
Examination of the returned product confirmed the black plastic protector component has broken. The investigation could not draw any conclusions about the root cause of the fractured protective cap. Eco249156 was previously implement for this failure mode. The current complaint sample product was manufactured after the implementation of eco249156. (B)(4) has been initiated to identify root cause and corrective action. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The plastic tip is missing. The incident was detected during inspection of returned loaned kit.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.